Manufacturer narrative:
Concomitant medical product(s): product ID: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery seemed to have depleted more rapidly than normal. It was noted there were also high thresholds on the right ventricular (rv) and left ventricular (lv) leads. The device and leads remain in use. No patient complications have been reported as a result of this event.